Event description:
It was reported that a user experienced rising blood glucose after a recent supply change while traveling, with visible blood at the contact detach infusion site; the agent advised an infusion site change and assisted the user in replacing only the contact detach set, and a lot number was later provided. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with replacement of the infusion set and shipment of additional supplies to the user¿s travel location. Investigation included user interview and collection of the infusion set lot number. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a suspected infusion site issue given the observed blood at the site and subsequent improvement actions, and the device alarmed as designed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.